Manufacturer narrative:
H11. Additional narrative. Updated d4, h4, and h6. The most likely cause is patient factors, including chronic kidney disease and dyslipidemia. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 31mm 11400m mitral valve was disabled via a valve-in-valve procedure after an implant duration of 1 year, 10 months due to thickened and immobile leaflets with severe stenosis and moderate regurgitation. Per medical records the patient presented in acute on chronic heart failure nyha IV, dyspnea, edema, and fatigue. Pre-op tee noted significantly thickened and immobile leaflets. A 9755rsl 29mm transcatheter valve was implanted. Inspection of the valve revealed good 3 leaflet motion with no valvular or perivalvular leak. The patient tolerated the procedure well but remained in guarded condition at the conclusion.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.